Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the patient felt it half the time and didn't misuse it. The patient stated that in december it just stopped but it had been resolved. There were no symptoms further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to know how long the ins battery would last because she stated that her ins doesn't work half of the time. The patient reported that she could set it and a few days after that it just quits and she doesn't feel it. There were no further symptoms or complications reported or anticipated.